Event description:
It was reported that post op of an anastomosis colo-rectal procedure, the staple line opened, as the staples did not hold. They had to convert to a colo coelio (laparotomy) to correct the opening in the colon. The pt was required to stay five days longer than planned due to the additional procedure.

Manufacturer narrative:
Date sent: 07/21/2008. Information anticipated, but unavailable at this time.